Event description:
Customer reported obtained results of 119 mg/dl and "lo" (< 10mg/dl) on the compact plus system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.